Event description:
Healthcare professional reported after injection in the left nasolabial fold with juvederm ultra xc, the pt experienced "swelling" in the left nasolabial fold due to an "inflammatory response", "possibly impinged upon the nerve causing the corner of the mouth to turn down" beginning the day after injection. The injector later clarified that mouth may have been turning down due to an impinged nerve or "maybe even because the swelling was just pushing the corner of the mouth down a bit". The pt was treated with hyaluronidase and prednisone by a different healthcare professional" a day or two after injection". Symptoms resolved immediately after treatment.

Manufacturer narrative:
Further info from the reporter regarding event details have been requested. No add'l info is available at this time. The event of "swelling", "impinged upon the nerve causing the corner of the mouth to turn down", and "inflammatory" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions, all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.